Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a shaft break occurred. The target lesion was located in the right coronary artery. The operator had to push to get the stent delivery system (sds) down into the lesion and when they pulled the sds back the shaft broke into two pieces. The physician removed the guide catheter and both pieces of the shaft together. No pt complications were reported and the pt's current condition is listed as "fine". Several attempts to receive additional info were unsuccessful.